Event description:
It was reported "after the catheter inserted, the balloon was not inflated at the front end but inflated at the back end". Additional information states that the iab catheter was removed and replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for the "balloon was not inflated at the front end" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported "after the catheter inserted, the balloon was not inflated at the front end but inflated at the back end". Additional information states that the iab catheter was removed and replaced. The patient's current condition is reported as "fine".